Event description:
It was reported that there was a breach in sterile packaging.

Manufacturer narrative:
Alleged failure: the customer reported that the paper seal on top of the box is not sealed properly and it looks as though sterility has been compromised the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be extreme shipping or storage conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a breach in sterile packaging.